Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed surface damage but no breakage. Further observation determined there were no indications of material or manufacturing defects discovered. The developer tested the function and there was no abnormality found. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The root cause for the incident could not be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Manufacturer narrative:
This is one of three related mdrs. Please refer to MDR 9610905-2015-00074 and MDR 9610905-2015-00075.

Event description:
An activation arm on the distraction device detached. The patient underwent a secondary surgery to re-connect it.